Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) level was reported to be "high¿, via continuous glucose monitor reading. Reportedly, customer reverted to manual injections for insulin therapy.